Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated the operation of the subject otv-s190 but the reported phenomenon was not reproduced. The error log was examined and the error related to failure of image was confirmed. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the past similar cases, it was known that the reported event occurred because there was temporary malfunction with the substrate for recording images. Olympus stated the appropriate handling of otv-s190 and the counter measures against abnormalities in the instruction manual of otv-s190.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, there was a failure in display image. The intended procedure was completed with another device. There was no patient injury reported.